Manufacturer narrative:
Product analysis: analysis determined that the stylus and cursor do not align on all areas on the screen. It was noted that the handle covers were cracked. Cleaned and reseated connection between overlay and xy board and recalibrated stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.